Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there was some resistance during delivery or positioning. There was resistance primarily in the middle. The catheter was flushed per IFU during the procedure. The cause of the stent failure to open was not determined. The cause of the stent damage was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after adequate hydration, a pipeline flex stent was delivered via a marksman catheter to the straight segment of the middle cerebral artery m1. The catheter was withdrawn, and the stent was deployed approximately 7 mm, however, the distal end of the stent failed to open. The stent was retrieved and gently pushed out 6-7 mm, but still failed to open. After deploying the stent approximately 10-12 mm further, the stent still failed to open. The navien intermediate catheter, positioned properly, remained stationary. Angiography revealed a slight y-shape at the tip of the stent. The stent was resheathed, withdrawn from the patient's body with the microcatheter, and it was observed that the tip of the stent was frizzy. The stent and microcatheter were replaced with a non-medtronic products to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, right ophthalmic artery aneurysm with a max diameter of 3.2 mm and a 2.1 mm neck diameter. The landing zone arterial diameter was 3.6 mm distally, 5.0 mm proximally, 4 mm at the mid-segment, and a length of approximately 24 mm. Femoral artery access vessel diameter was 7.8 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as unknown. The angiographic result post procedure was noted as normal. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, had been deployed more than 50% when it failed to open, and was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. Ancillary devices include terumo 6f short sheath, cordis 8f guide catheter, 6f 115cm navien intracranial support catheter, and stryker synchro14 microguidewire.